Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One osseotite tapered certain implant (int413) was received for investigation. Visual inspection of the returned product identified that the implant was in good condition. Internal hex, external and internal threads and implant platform had minor signs of wear due to usage. Measurements were taken and through dimensional analysis and comparison to drawing, it was determined that the device met design specifications. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported medical infection and peri-implantitis. The reported complaint of peri-implantitis (bone loss + infection) could not be verified. Bone loss could not be verified since x-ray images were not provided. Additionally, infection could not be verified through visual inspection of the returned device since it is a medical condition. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown.

Event description:
It was reported that the patient developed peri implantitis. The implant site also had inflammation. The implant was subsequently removed.